Event description:
The complainant reported that they were unable to power off aic even after unplugging the white cable. A hard reset was completed at the bottom of aic.

Manufacturer narrative:
A: patient information is unknown. D4: the UDI and manufacturer date is unknown, not found with the serial number and lot number provided. E: initial reporter information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.